Event description:
Healthcare professional reported a patient was injected with 8ccs of juvéderm® volux® with lidocaine into the forehead and temple. Just over two weeks later, patient experienced swelling, itching, and burning sensation in the forehead, lower eye, and nose. Following day, the patient was prescribed antibiotics for a week and steroids. Patient was also injected with 150u of hyaluronidase. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.